Manufacturer narrative:
In response to FDA report number: mw5079734. (B)(4). Information contained in this report was previously submitted through asr/psr on (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, infection, seroma, lymphedema are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, infection(late onset), abscess, seroma-late, lymphedema, rupture.

Event description:
Patient reported that they "started noticing lumps in my implant." Patient also reported "had much pain around implant and had much joint pain and lymphedema in left arm/hand with other symptoms such as baker's cysts in both knees and fibromyalgia throughout body" and "lockjaw and a twitch in my right eye. My eyes seemed to be very dry all the time." Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: removal of implants due to fear of alcl, to reduce risk of alcl and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl, implant removal, capsulectomy, significant scarring, disfigurement, tissue damage, lumps, pain, discomfort, lymphedema, swelling, rash, itching, contracture, asymmetry, depression, anxiety, post-traumatic stress, chronic insomnia, weight gain, chronic headache, gastrointestinal reflux; post-explant complications including erythema, fever, seroma, cellulitis, abscess, infection, sepsis; aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing. At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. Plaintiff has not been diagnosed with bia-alcl" this is the left side record. Device has been explanted. This is a left side record.